Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no additional information available for this complaint. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07-feb-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: review of the black box showed several records of power on reset. On examination there was no damage found to battery compartment or returned battery cap. The returned battery cap was able to attach to the pump and was used to complete a 24-hour duration test. No power on reset events were duplicated during that time. The returned battery cap contact measurements were evaluated and determined to be within the required specifications. The pump was opened for investigation with no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during testing.